Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited exit block and greater than 2500 ohms impedance in the bipolar configuration.